Manufacturer narrative:
Examination was not possible as no prod was returned. A search of the warsaw and intl complaint database did not find any add'l reports of this nature for the prod code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of prod error contribution to the reported problem. Based on the investigation , the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address loose tibial component, osteolysis and polyethylene wear of insert.